Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set fell off during use on (B)(6) 2026. The set had been in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.